Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high capture threshold in unipolar mode. Loss of capture was seen in bipolar mode. The patient underwent surgical intervention to abandon the lead. A new lv lead was implanted with low capture thresholds in bipolar mode. No additional adverse patient effects were reported.